Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was experiencing recurring insulin gauge inaccuracy. Customer reverted to an alternate method of insulin therapy and loaded new cartridges to resolve the issues. There was no adverse impact to the customer¿s blood glucose level.